Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 7 months, 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the clinic with complaints of weakness and light headedness for the past several day. Patient was found to have a low hemoglobin and was later sent to the emergency department for further care. Previously, the patient had a black tarry stools but it was attributed to low iron supplement that the patient had been taking. The site of bleeding was gastrointestinal region. The patient was given aspirin and warfarin for medication. The event was resolved. Additional information on 22aug2018: it was reported that the patient presented to clinic with complaints of weakness and lightheaded for the past several days. The patient did not have a pre-existing history of gi bleed prior to implant. The hemoglobin and inr level at that time was 6.8 and 2.3, respectively. Endoscopic procedure was performed and a single bleeding erosion was found in the gastric body. Hemostatic clip was placed for hemostasis.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.